Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from the (B)(6) that during service and evaluation, it was determined that the motor device had damaged locking components, had damaged nose bearings, was loose, blocked, the handpiece had a worn grip, bearings and elementary parts. It was further determined that the device failed pretest for safety and loctite and cable. It was noted in the service order that the device had an e2 (mechanical lock on handpiece engaged) and e5 (fault in active handpiece) error codes. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.